Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed multiple abnormal aspiration alarms in the sample probe due to a sample clot or sample-short error, which are indicative of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 153 meq/l. The doctor questioned the initial result and the sample was repeated. The repeated result was 138 meq/l. The questionable result was reported outside the laboratory. The repeated result was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The flow path, dilution vessel, sample probe, and nozzles were cleaned. A precision test and qc were performed and the results were acceptable. The investigation is ongoing.